Event description:
The source train movement was restricted approximately 30mm from the end of the catheter. The source train could not be returned to the transfer device, so the user removed the entire system from the patient. User reported this incident as a misadministration to the state bureau of environment and radiation protection per licensing requirements. Patient was not injured.